Event description:
An oxygen concentrator such as this uses zeolite, (an aluminosilicate), as a molecular sieve to separate nitrogen from air to pass the remaining oxygen to a field hospital or other treatment facility for ventilatory support of critically ill patients. This concentrator has 453 hours logged on it. In that time, the scroll compressor, (pressurizes the product gas to 100 psig), and the two stage 2200 psig cylinder compressor have failed. Inspection revealed that both compressors and the piping connecting them was contaminated with extremely fine dust that exhibits a golden-brown hue. According to conversations with pci engineer, and others; this dust is zeolite being released from the absorber bed and distributed throughout the system. I see no reason to doubt it is also in the product gas being distributed for patient use. Since the dust is a finely divided silicate, I expect it also presents a clear hazard to patients. This problem has been acknowledged by the engineer mentioned above. I was told that the issue is addressed in the edocs-120b which uses a different design in the absorber bed allowing tension to be adjusted to prevent undue movement and degradation of the zeolite. Meanwhile, a web search using the term "edocs-120" shows that, in addition to the emergency preparedness agencies hinge their plans on this unit. I am expecting to hear from pci engineer concerning pci's plan for repairing this particular unit. It is unclear at this time if pci intends to pick up the cost or expects us to foot the bill. We also have two more edocs-120s. One bears with 191 hours on the meter. The other device is with 120 hours on its meter. We shall hold on to all three until a response to this report is received.